Event description:
The customer initially reported a ventilator that "would not power up" - this was clarified further that the device would power up, but the screen was blank at power up, also eventually cleared, and logged diagnostic code 9002 (flow sensor mismatch). No patient involvement.